Manufacturer narrative:
A complete analysis and testing of opened and used enlite sensor showed the sensor passed per specifications with accurate readings however, found the cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 138 mg/dl and the sensor glucose was 67 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer stated that they have calibration errors from their sensor. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced due to a bent cannula. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a replacement sensor.